Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer had a blood glucose level of 380 mg/dl that went to 526 mg/dl. The customer also reported that they had 2 incidents of low blood glucose right after changing the set. The customer¿s current blood glucose level was 99 mg/dl. Troubleshooting was performed. The insulin pump passed the basic occlusion test. It was also noted that the customer had reverted to their old insulin pump. The customer stated that their high blood glucose level of 526 mg/dl went down to 420 mg/dl in two hours. They then put the old insulin pump on and their blood glucose level came down to 150 mg/dl. The device will not be returned for analysis.